Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported during a c-section procedure on (B)(6) 2018 suture was used on a patient. While closing the tissue the needle popped off the suture. Another suture was opened, the needle popped off of the second suture as well. Both needles were recovered with no patient incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returned.